Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter would not power on. The medical surveillance specialist was unable to obtain additional information from the patient and so the complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged power issue began on (B)(6) 2012 at 6 p.m. The patient reported managing his diabetes with insulin (self adjusting). It is not known if the patient made any changes to his normal diabetes management due to the alleged issue starting. The patient claimed that he developed "low blood glucose symptoms." However, the patient would not specify what the symptoms were. The patient denied receiving medical intervention as a result of the alleged issue. During troubleshooting the cca confirmed that the subject meter was not being used for the first time, that the patient was using the correct test strips, and that there was no known misuse to the subject meter. At the time of troubleshooting the patient was unable to turn the subject meter on by inserting a test strip, however the patient was able to power on the subject meter manually. This complaint is being reported as an adverse event because the patient reportedly developed "low blood glucose symptoms" as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4) - device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter failed testing. The meter was found to have the spc pins 3 and 4 lifted high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.